Event description:
During the surgery to extract the implant, the surgeon could not be loosen the set screw of the offset-connector although using the appropriate driver. However, the implant could be removed without loosening the set screw of the offset-connector. The surgeon requested to investigate the cause of the event.

Manufacturer narrative:
Additional information has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion will be made available following engineering evaluation.